Event description:
Information received indicates, the ground loss light is flashing on the control panel.

Manufacturer narrative:
The technician found the ground wire loose on the power cord plug. The technician tightened the connection to repair the bed.